Event description:
A caller reported experiencing a cgm error with their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing comprehensive instructions for resetting the pump, which resolved the issue, allowing the customer to successfully start their sensor session without further errors.